Event description:
It was reported a longitudinal split occured at the insertion site of the screws as noted on x-ray. The surgeon is unsure if the split occured at the time of the procedure or if it propagated post-op. The surgeon believes that there was a minor split but it enlarged post-op. It was reported, the surgeon left everything as it was since it was minor. No adjustments were made. There will be possible revision if the plate shifts.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.